Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It appears a mal position (suture deployed in subcutaneous tissue or friable vessel) of the device occurred. The loop was formed, and the suture appears cut by the quick cut device in the handle. The full suture removed from the vessel was likely thought to be a break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - phone number: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under a separate medwatch reports.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an endoprosthesis procedure. Reportedly, with three proglide devices, a suture break occurred after removal of the plunger. The sutures of two new proglide devices were pre-placed. The sheath was upsized, and the procedure was completed. Hemostasis was achieved via the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.